Event description:
Caller reported a malfunction on the pump, identified with malf 12 code. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump, after which the malfunction did not recur. Customer was instructed to contact support again if the issue reappeared and acknowledged the instructions.